Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act and escape buttons were unresponsive due to corroded keypad traces. A no delivery alarm could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm and keypad anomaly. The blood glucose reading is unknown. Nothing further reported.